Event description:
On (B)(6) 2009, the pt's friend reported that the infusion site adhesive of the pt's current box of infusion sets, is not sticking well and she must change them more often. Today, the pt's infusion site came off her body as she sat down. The pt uses her abdomen, hips, and thighs as infusion sites. She uses alcohol to clean the area prior to insertion. The pt also noticed irritation around the infusion site. She was sent info on infusion site mgmt and samples of adhesive dressing. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.